Event description:
ICU patient requiring monitoring for transport off of ICU. Hp monitor fully charged as indicated by green light on portable monitor. However, when transporting the patient to endoscopy the monitor started flashing and the screen went dark. Nurse was unable to see patient's rhythm on the monitor unless the monitor was plugged in to electrical outlet.